Event description:
10-12 years prior, patient had bilateral knee surgery. In 2004 the surgeon temporarily removed the femoral components, re-sterilized them, and put them back in with new tibial inserts. Patient underwent revision arthroplasty of the left knee in 2005. Revision of the right knee occurred in 9 days earlier.